Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient experienced pain at the insertable cardiac monitor (icm) device implant site. Due to this reason, the icm device was explanted from the patient. The explant procedure was performed with the patient being under moderate conscious sedation; no patient complications were reported. Local anesthesia was also applied, and the icm device was successfully explanted. The patient was subsequently discharged from the hospital. No additional adverse patient effects were reported. The explanted icm device was returned and is undergoing a detailed analysis at this time.